Manufacturer narrative:
The pod was received with the needle mechanism assembly deployed and the exposed soft cannula was not observed to be bent or kinked. The pod data showed no alarms, timeouts, or drive stalls occurred. No problem was found regarding the reported bent/kinked event.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. Lot release records were reviewed, and the product lot met all acceptance criteria. We are unable to confirm or determine the root cause of the reported bent cannula. Locked down smartphone: phone_control_android. Omnipod software app version: 3.1.1. Operating system: ap3a.240905.015.a2.s931usqs5ayh2. Hardware: sm-s931u. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient's blood glucose level rose to 259 mg/dl while wearing the pod between 4 and 24 hours. When the pod was removed from the infusion site (back), the pod's cannula was found bent.